Manufacturer narrative:
Complaint history review performed on (B)(6) 2020 revealed no prior complaints on this product.

Event description:
During follow-up, an alert for charge time limit reached was observed on the device. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.